Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/01/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: during investigation, the display screen was found to be blank when the pump was powered on. A leak was found due to a cracked pump case when the leak test was performed. The pump case was opened and moisture was found throughout the pump case. Additional testing was not able to be performed due to moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).